Event description:
A customer reported error message ¿4224 interference of dispensing nozzle z-axis of main arm and 2034 main arm control start delay¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for alpha-fetoprotein (afp), beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh) and luteinizing hormone (lh ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse visually saw the tip waste chute was clogged with discarded tips preventing the tips to discard which was causing the main arm z-axis home overrun. Fse removed the tip waste chute and cleaned it, as well as the waste chute going into the waste bin. Fse validated the analyzer by successfully performing daily maintenance, the tips were discarded correctly, and quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from (B)(6)2022 through aware date (B)(6)2023. There were two similar complaints identified for both error messages, 4224 interference of dispensing nozzle z-axis of main arm and 2034 main arm control start delay during the search period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4224) interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. [2034] main arm control start delay. Cause: main arm control operation failed to complete within the designated 18 sec cycle. Solution: contact tosoh service center or local representatives. It is necessary to check position adjustment of actuator of main arm. The most probable cause of the reported event was due to the tip waste chute was clogged with discarded tips.